Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: all the devices switched on after installation ,but during operation all devices switch off itself. Probable root cause: - cables - connectors - digital board - power supply - ac inlet board - main board - transition board - intermittence between transition board and ch connector - software - light source - camera head - connected monitors - use error - manufacturing/ service nonconformity.

Event description:
It was reported that the device shut off during procedure causing loss of visualization. The procedure was completed successfully using a different tower.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device shut off during procedure causing loss of visualization. The procedure was completed successfully using a different tower.